Event description:
It was reported that stent damage occurred. The 95% stenosed, 28-32 mmx3.5-3.7mm target lesion was located in the moderately calcified left anterior descending. A 3.50x32mm synergy stent delivery system was advanced for treatment. However, the device was unable to cross the lesion and during withdrawal of the device, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis without the manifold. A visual examination of the stent found evidence of damage. The struts along the distal end were lifted and pulled. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The stent length was measured and the result was 32mm. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break 2.2cm proximal to the distal end of strain relief. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28-32 mmx3.5-3.7mm target lesion was located in the moderately calcified left anterior descending. A 3.50x32mm synergy stent delivery system was advanced for treatment. However, the device was unable to cross the lesion and during withdrawal of the device, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.